Event description:
The customer reported being in the hospital for several days due high blood glucose of 656mg/dl. The customer mentioned that the doctor placed her on a medication and steroids. The customer was having trouble getting down her glucose level, and she could not keep anything in her stomach. While staying at the hospital, she had two x-rays and was wearing the insulin pump. Troubleshooting was performed and the drive support cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. After receiving the tubing clamp, the high pressure test was performed and the test failed twice. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. All currents were within specifications. The motor passed the motor test.